Event description:
A male who had initially underwent aaa repair in 2005, underwent additional device placement in 2009. An additional iliac leg device was implanted to repair a distal type I endoleak. The endoleak was a result of dilation of the left common iliac. The left internal was occluded with coils and the leg graft was used to extend into the external iliac. The status of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, routine patient monitoring. Although the cause of the endoleak is unk at this time, it is possible that anatomical changes over time was a contributing factor since the original device was placed in early 2005. We have notified the appropriate individuals and we will continue to monitor for similar events.